Manufacturer narrative:
The customer reported complaint of the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. It was found that load cell 1 was defective and a replacement was required. Front enclosure damage was noted during visual inspection and clutch plate was observed sticky, unrelated to the reported complaint. After front enclosure was replaced and deburring the clutch, the device was further tested and passed the functional testing with no issue or faults observed. From the condition of the platform, the damages appear to have been caused by mishandling. During functional testing, ua07 displayed upon powered on the device, thus confirming the reported complaint. A review of the archive was performed. The data shows multiple ua07 errors occurred on (B)(6) 2017, rather than on the reported event date given by the customer of 11/06/2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) was displaying user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message with instructions to "pull up lifeband and press restart". Customer stated that they tried to reset the error, the issue was not resolved. No patient involvement.